Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled: "analysis of the attune tibial tray backside," the study utilized retrieval analysis to inspect the amount of cement adhered to the tibial trays of 12 (ti) pfc sigma implants, 8 (cocr) pfc sigma implants, 8 (cocr) pfc sigma rp implants and 11 attune implants after they were revised for various reasons. Competitor cement is the only cement mentioned in this study. The study provided a table of all 39 patients, identified by gender and age, with reason for revision indicated. Case number 21 was a (B)(6) male that was revised 53 months after primary tka for malposition. Cocr pfc sigma rp was explanted.